Manufacturer narrative:
(B)(4) g2: foreign ¿ spain. Visual review of the returned shell confirms item and lot etch. Outer spherical surface shows bio debris. Inner spherical surface and rim face show scratches and tool marks from use. Lock ring was returned seated in the shell lock ring groove with the lock ring tabs in the correct orientation. One lock ring tab was tight in the window cutout. During evaluation lock ring was removed from the shell with precaution to not create additional damage. Upon removal the lock ring showed gouges, indentation, and deformation damage. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the internal ring of the cup went out of its position. This prevented the liner from being fixed correctly. There was no known impact or consequences to the patient. It was reported that no further information is available.